Event description:
Customer reports obtaining a result of 212mg/dl and taking a starlix tablet. Within 10 minutes of the original result, the customer states he retested with a result of 97mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.